Event description:
Na.

Manufacturer narrative:
Updated fields - b4, d8, d9,g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 ( type of investigation, investigation findings, investigation conclusion), h11. Corrected field- d1 (brand name). A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the helium tubing assembly and multiple helium tubing assembly. The equipment returned to normal. The iabp was returned to the customer for use. The failure analysis and testing dept. Received part number 0004-00-0103-02 and 0004-00-0103-03 with a reported unit failure of a helium leak. The fat performed a visual inspection and found the parts to be in good condition. The fat installed the parts individually in cardiosave test fixture serial number(B)(6) and tested the part to factory specifications per the cardiosave service manual. No helium leak confirmed on either part.

Manufacturer narrative:
Updated data: b4, d9, g3, g6, h1, h2.

Manufacturer narrative:
Due to character restrictions in block e1 event site name : (B)(6). Due to character restrictions in block e1 telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during use on a patient the cardiosave intra-aortic balloon pump (iabp) equipment had a rapid helium leak and the helium was not used for a long time. No patient harm was caused.